Manufacturer narrative:
This event occurred with a similar device in a foreign market. This event was not initially identified as reportable and this report is being submitted without undue delay once identified. A supplemental report will be submitted once invesgtigation occurs.

Event description:
The customer stated the mask caused burn like marks around chin, under eyes, and on the top of her cheeks.